Event description:
The customer contact reported that the device touchscreen does not respond when pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was unresponsive at start up. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device passed testing; however, a review of the device history indicated touchscreen fail errors. Additional testing found fluid ingress on the bottom of the touchscreen which was the probable cause of the customer's reported non responsive touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.